Event description:
The customer reported that the blue cable port has been reported broken inside of the "blue port". The customer was in the middle of the procedure and the doctor was not getting any specimens. The technician reported that the l3-006 error code was coming up on the event log. Thru investigation of the cables and the blue cable port evidence of the "dc adapter" was broken. The patient was rescheduled for the end of the week. The customer went thru two mst11 probes and two mvac1 tubing sets.